Event description:
It is reported that the patient presented again with severe hyper extension. Revision is planned, no date set.

Manufacturer narrative:
This report will be amended when our investigation is complete.